Event description:
The customer reported the vertical column would not go up or down. No pt injury was reported.

Manufacturer narrative:
The service rep replaced ps3 with new style and verified correct system operation.